Event description:
Event #1 [redacted date]: situation: leaking baxter tubing. Background: ongoing issues with leaking baxter tubing. Assessment: this author was performing daily central line audits and noted a y-site port of the baxter tubing running tpn and a y-site port of the baxter tubing running lipids, leaking despite green alcohol cap being in place. Y-sites marked with tape to indicate where leak was. Orders placed to hang clear fluids to replace leaking tubing, which bedside rn will do per nnicu protocol once fluids arrive. Lot number unknown. Tubing will be saved and given to apsm. Recommendation: continue to work with baxter on solution to avoid depriving infants of necessary nutrition. Event #2 [redacted date]: situation: leaking baxter tubing. Background: ongoing issues with leaking baxter tubing. Assessment: this author was performing daily central line audits and noted a y-site port of the baxter tubing running lipids leaking despite green alcohol cap being in place. Y-site marked with tape to indicate where leak was. Orders placed to hang clear fluids to replace leaking tubing, which bedside rn will do per nnicu protocol once fluids arrive. Lot number unknown. Tubing will be saved and given to apsm. Recommendation: continue to work with baxter on solution to avoid depriving infants of necessary nutrition. Event #3 [redacted date]: patient has a central line running tpn via baxter tubing. One of the y-sites on the baxter tubing closest to the filter was found to be leaking into the green cap. Tpn was discarded and new fluids were hung. Event #4 [redacted date]: baxter tubing noted to have leak around green cap at y-site before filter. Sent to materials. Manufacturer response for IV tubing, (brand not provided) (per site reporter): meeting with baxter every other week on this issue which has been occurring since (B)(6) 2022.